Event description:
The dealer alleges the motor malfunctioned, causing the consumer to fall out of the chair. No serious injury is alleged.

Manufacturer narrative:
(B)(4). Follow-up #001 - initial (B)(4) issued mfg report #1525712-2011-00064. Motor was returned for an evaluation. The motor was tested and no discrepancies were observed. Incident likely due to user error. Manufacturer received information that the motor allegedly malfunctioned, and a consumer fell out of their chair. No details of the event were provided. No serious injury is reported. Its reported a family member of the user was in the chair when the incident had occurred. It is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. Manufacturer is working with the dealer to have the chair serviced and/or returned for evaluation. Malfunction is not confirmed.

Manufacturer narrative:
Manufacturer received info that the motor allegedly malfunctioned, and a consumer fell out of their chair. No details of the event were provided. No serious injury is reported. Its reported a family member of the user was in the chair when the incident had occurred. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. Manufacturer is working with the dealer to have the chair serviced and/or returned for evaluation. Malfunction is not confirmed.

Event description:
The dealer alleges the motor malfunctioned, causing the consumer to fall out of the chair. No serious injury is alleged.